Manufacturer narrative:
Batch review performed on 10 april 2018; lot 173657: (B)(4) items manufactured and released on 06 october 2017. Expiration date: 2022-09-25; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Tibial insert fixed sphere flex #3/13 mm r reference 02.12.0311fr (k140826); lot 173803: (B)(4) items manufactured and released on 05 september 2017. Expiration date: 2022-08-17; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Tibial tray fixed cemented # 3 r reference 02.07.1203r (k090988); lot 174558: (B)(4) items manufactured and released on 12 october 2017 expiration date: 2022-10-03; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Primary extension stem ø11mm / l 30 mm reference 02.07.f11030 (k133630); lot 157706: (B)(4) items manufactured and released on 26 february 2016. Expiration date:2021-01-24; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection 2 months after the primary. The patient was (B)(6) for (B)(6). The surgeon removed all hardware and implanted a spacer. The surgery was completed successfully.

Manufacturer narrative:
On (B)(6) 2016 we were informed that on (B)(6) 2018 the spacer was removed and permanent implants were put in.